Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a 6fr glidesheath slender destination was successfully inserted through the radial artery into the patients iliac. The physician later opted to gain tibioradial access as the disease was tough to cross from above. The procedure lasted around 4 hours, and had to be aborted. While the physician was working, the hub of the slender destination had become loosened at the hub at some point during the procedure and had been leaking to the point where the patient lost significant blood; up to 5 units according to the physician. The hub/valve was immediately tightened and the bleeding stopped. The patient did experience a temporary drop in blood pressure after the sheath was removed. A tr band was placed, and the patient was stable by the time he left the room. The procedure was unsuccessful, however, hemostasis was achieved. Additional information was received on july 2, 2018. There was no surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used r2p device was received for product evaluation. The sheath was returned mated with the dilator. The returned components were subjected to visual analysis. Both the sheath and dilator were returned in several coils which is likely due to the shipping container the device was received in. The valve was observed tightly mated with the sheath. There were no other visual anomalies noted with the luer lock of the sheath or valve. Functional testing was performed. A tensile force was applied to the valve to attempt to dislodge the valve. The valve did not become dislodged. When rotational force was applied the valve did dislodge, as expected. The ifus for r2p state "ensure that the valve and the sheath are tightly connected." There is no evidence that this event was related to a device defect or malfunction. Based on the returned device no visual or functional anomalies were noted with the returned device. The complaint cannot be confirmed for the valve being disconnected. The returned device revealed that the valve was tightly secured.